Event description:
During a tfn procedure, the stepped drill bit tip broke during the drilling process. The broken drill bit was broken off into the patient, all fragments were retrieved. The procedure was prolonged about 10-15 minutes because of this incident. The procedure was completed successfully with no fragments remaining in the patient.

Manufacturer narrative:
A review of synthes device history records for lot # um23497 revealed the 6.0 mm/10.0 mm stepped drill bit, cannulated large qc/435 mm was manufactured by (B)(4). The investigation is ongoing.

Manufacturer narrative:
Visual inspections noted 6.0mm portion of the tip is broken off. Chips and dull edges found at the front of the drill bit. Wear marks at jacobs chuck portion of the drill bit. The manufacturing engineer evaluated the device and the report indicates orchid unique manufactured the 6.0mm/10.0mm step drill bit, part number 357.403, lot number um23497. The instruments conformed to dimensional specifications at the time of manufacturing and passed functional testing at synthes incoming inspection. The units returned for the complaint met material requirements; the hardness was verified per the certificate of compliance. The products were inspected for the tip features and met requirements. The product development engineer evaluated the device and the report indicates the device was sold in (B)(4) 2003. The 6.0/10.0mm stepped drill bit is used to create a path for the tfn helical blade or screw. These drill bits do not have a set designated life as they can be used until the edges appear dull or damaged, but should be replaced once any damage has been noticed. This stepped drill bit is made from heat treated 440a, which is a common material used in this application. The design risk assessment was reviewed and found to be adequate for the intended use.